Event description:
A customer reported repeatable false positive patient results for troponin I and ckmb on the vitros eci system. Biased patient results were reported. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as the result of this event.